Event description:
It was reported that during a meniscal repair procedure the t2 implant did not deploy from the fast-fix device. All t implants were removed from the patient and a backup device was used to complete the procedure. A two minute delay was noted and no patient impact as a result.

Manufacturer narrative:
Visual assessment shows the device was received in poor condition. The device was bent. This device was returned without either t and no suture. This device cycles and advances. After the evaluation, the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.